Manufacturer narrative:
(B)(4). MFR [3004753838 - 2019 - 009816 ] was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. No additional patient or event information is available.